Event description:
It was reported the patient underwent a pocket revision due to device migration with thinning of the skin over the lateral aspect and impending erosion was a concern. The device repositioned medially. During the procedure it was noted that pocket was extremely hyp ertrophied by there was no frank pus. A culture was taken and results noted a light growth of coagulase negative staphylococcus and propionibacterium acnes. Infectious disease was consulted and the implantable cardioverter defibrillator (ICD) system was explanted and the patient treated with antibiotics. No further patient complications have been reported as a result of this event. The patient was a participant in the (B)(6) study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device system has been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.